Event description:
It was reported that this atrial (ra) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the stylet came through the lead during implant. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was revealed that the returned lead was intact, not severed. The observation of puncture hole in the insulation at terminal area of lead, mostly likely created when stylet escaped the lumen and was likely due to handling damage. The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this atrial (ra) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the stylet came through the lead during implant. This ra lead was never in service. No adverse patient effects were reported.